Event description:
It was reported the subject device had a stone became stuck during an attempt to remove it. The issue occurred during a therapeutic kidney stone procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.